Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. On an unreported date, prior to death, extraneal, physioneal, and nutrineal therapies were discontinued. Four days prior to the receipt of this report, the patient passed away. The cause of death was cryptococcus peritonitis; however, it was not reported if an autopsy was performed. Pd therapy had not resumed prior to death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of the event of peritonitis was not reported. Should additional relevant information become available, a supplemental report will be submitted.